Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead exhibited threshold with 3.5 volts. It is unclear if there were high impedance issues, however, the lead was attempted to be removed but it was unable to take it out and it was finally surgically abandoned. No additional adverse patient effects.